Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4). Device not returned.

Event description:
It was reported that the pump declared a low blood glucose (bg) reminder. The customer acknowledged the reminder; however, declined to provide information regarding the low bg level.